Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh, which is off-label usage of the device on (B)(6) 2025. The patient's parent reported that the pediatric patient experienced inaccurate cgm values which occurred the day the sensor had been inserted in the thigh. The patient uses tandem tslim in modified closed loop and it's display screen showed the word low. The parent provided sugar and the cgm would rise to an unspecified number before returning to the word low. The patient developed vomiting, decreased appetite, and polydipsia. The bg was not checked because there was no working glucometer. The parent checked ketones which were high and called the nurse who advised evaluation in the emergency department (ed). There, the bg was 600 mg/dl while the pump screen showed the word low. The patient was treated with subcutaneous insulin and IV. The g7 app was reportedly displaying the same cgm "low" throughout the event. The length of stay was not provided. The patient was stable during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid at the ed. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.